Event description:
It was reported that the patient had the pump replaced due to an infection on (B)(6) 2006. No other information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l81439, implanted: 2000-(B)(6), explanted: 2006-(B)(6), product type catheter, (B)(4).